Event description:
It was reported that the 9800 system had a high ma error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were re-seated. The voltage was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.